Event description:
We received a report that a patient is experiencing halos and glare that significantly impact her life after the implantation of a intraocular lens (iol). At this time the lens remains implanted. A separate report will be submitted for the companion eye.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Further information provided by the doctor's office indicated that the patient continued to complain of glare, light sensitivity and has to wear sunglasses inside. The patient further reports that her vision is foggy all the time and it¿s like a foggy windshield. The patient's post operative visit on april 5, 2013, indicated that the patient's vision was a little better. Her visual acuity (va) in the right eye was 20/25-2, her left eye was 20/20. Her near vision was not checked. The patient's second post operative visit on (B)(6) 2013 indicated that the patient reported she has flashes, floaters and dry eyes. The patient reported that the drops that were prescribed to her post operatively made her eyes inflamed. Her follow up doctor then prescribed a preservative free eye drop and the patient was fine. The patient can drive and there is no debilitation reported. She can function well. The patient saw another ophthalmologist. The patient's pinhole vision in the right eye was 20/25 and in the left eye was 20/25. The patient's near vision in the right eye was jaeger 3 and in the left eye was jaeger 2. The patient¿s pressures were good. No official refraction was done. Dr. (B)(6) spoke with the patient over the telephone on (B)(6) 2013. The doctor has reached out to the patient for her to come in for another visit; but the patient has not done so to date. Her vision is improving; but patient is still not happy. To date, the intraocular lens (iol) remains implanted. All pertinent information available to abbott medical optics has been submitted.